Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge test was performed and passed. Receiver boot test was performed and failed due to data was missing within the investigation window. Functional tests were performed and passed relevant tests. An internal visual inspection was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ additional, d9: device availability ¿ additional, g3: date received by manufacturer - additional, h2: additional information - additional / device evaluation, h3: device evaluated by manufacturer ¿ additional, h6: type of investigation ¿ additional, h6: investigation findings - additional.